Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. According to the case notes, the user's sensor popped out about two months after the last insertion. The user reported an infection at the insertion site; however, this was not confirmed by the hcp and no medical treatment was provided because the hcp was not made aware of it at the time. No further resolution was necessary for this complaint.

Event description:
On (B)(6) 2024, senseonics was made aware of an event where the user was at a re-insertion appointment and reported to his hcp that the sensor popped out of his arm two months after the insertion due to a possible infection.